Event description:
It was reported, the physician made the initial incision for the implant and the pt bled excessively. The physician aborted the procedure prior to attempting to implant product. F/u revealed the pt has recovered and has been referred to a neurosurgeon for the implant procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.